Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target vessel was located in the mid right coronary artery (rca). A 3.50 x 8 mm taxus express2 drug eluting stent was adanced to the lesion but was unable to cross the lesion. Upon removal of the taxus stent strut damage was seen. The procedure was successfully completed with another 3.50 x 8 mm taxus stent. No pt complications were reported. The pt status is reported as "satisfactory/good".